Event description:
The customer reports that the device worked intermittently. There was no injury to the patient reported. The incident device was returned with a broken snap pin and the pin was not returned with the device. The site was notified of the missing snap and additional questions were asked of the site in regards to the location of the piece. Should any additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.